Event description:
It was reported that the colonovideoscope displayed e315 error code ¿ scope error. The issue occurred at preparation for use for a diagnostic (gastroscope) procedure. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 and g2. (Unmark company representative and health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of error message e315 was confirmed. Based on the results of the investigation, it is likely that the reported malfunction occurred due to conduction failure / breakage of circuit board due to water invasion of scope connector. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.". Olympus will continue to monitor field performance for this device.